Manufacturer narrative:
Evaluation summary: the sample is not available for return. No sample was received; therefore, the condition of the product could not be verified. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that five years following a glaucoma filtration device (gfd) implant procedure, the gfd was removed from the patient's eye due to corneal endothelial cell decrease. Additional information was provided that the device touched the iris, and following the removal of the device postoperative progression was good.